Event description:
It was reported that the circuit was primed for standby. After 24 hours a clear fluid was noted pooling in the tray beneath the device. A red dye was run through the circuit and it became obvious that the device was leaking from the sealed connector on the bottom of the device. The circuit was removed.

Manufacturer narrative:
The device is still under investigation. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which was tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA (B)(4)) to address the appropriate corrective and preventative action.